Event description:
It was reported that there was "difficulty in the operation after the screw was attempted to be extracted and retracted several times." It was noted the marker of the screw was unable to be confirmed under fluoroscopic guidance and lead fixation was unable to be carried out. The lead was extracted and the physician was "unable to confirm the extension of the screw." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix is bent and wont extend. (B)(4).